Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the sheath was withdrawn during a patient spasm and due to the increased resistance, the sheath separated. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy . A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy . A5: ethnicity: not available due to hospital policy . A6: race: not available due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: lead technologist. H4: device manufacture date: unknown due to unknown lot number . The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case was successful but upon removal of the involved sheath, the braiding on the outside of the sheath peeled off. The patient had a spasm going on, and everything was removed however was apart. The procedure performed was a left leg angio. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not required. Additional information was received on (B)(6) 2023: the sheath separated completely. Patient condition was in stable condition. Medication was given to the patient at time of the spasm was nitro only. Blood loss was less than 250 cc.